Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) but he did not use the implant frequently due to dexterity issues. The implant stopped working for unknown reasons, most likely due to age and the physician suggested to change it for an ambicor penile prosthesis (app). The revision surgery was performed with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) but he did not use the implant frequently due to dexterity issues. The implant stopped working for unknown reasons, most likely due to age and the physician suggested to change it for an ambicor penile prosthesis (app). The revision surgery was performed with no patient complications.